Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra2 meter was giving the 'apply sample' icon after the blood sample was applied to the test strip. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On approximately (B) (6) 2010, the pt noted the reported meter would continue to display the 'apply sample' icon, despite correct sample application to the test strip. The pt did not obtain a blood glucose reading. Two weeks later, the pt experienced the symptoms of numbness in her arm and shaking. The pt administered self-treatment with food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the pt's testing technique was correct and the test strips correctly drew in the blood sample. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly experienced symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.